Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valves were leaking during a vitreoretinal eye surgery. There was no patient harm. The product sample was discarded after the completion of the case.

Manufacturer narrative:
There was no sample has been returned for evaluation; therefore, the condition of the product could not be verified.a device history record review was conducted. No anomalies were found during the device history record review. The product was released based on the manufacturer's acceptance criteria. Since a sample was not returned for evaluation the root cause for the defect experienced by the customer cannot be determined.an internal investigation has been opened to address reports of a similar nature.(B)(4)